Event description:
Discolored brown scar 1 - 1.5 inches long and .5 inches wide [scar] burn at the top of her left shoulder beside the bra strap area [thermal burn] the patient returned the product and said that it was faulty [pharmaceutical product complaint]. Case description: the patient is a female who used an unspecified thermacare heatwrap (lot number: unknown, expiration date: unknown) transdermally for an unknown indication on (B)(6)-2008. The patient experienced a burn at the top of her left shoulder beside the bra strap area and a one to one and half inch long by half inch wide discolored brown scar. It has been more than a year and the scar is still there. Reportedly, the patient followed the instructions provided with the heatwrap. The patient returned the product and said that it was faulty. It was reported that the patient received a "prescription the doctor gave her for the scar." At the time of the report the patient had not recovered. Medical history was not reported. Concomitant medications were not reported. No other information was provided.